Event description:
Acct. Reports that during an emergenct CT scan on a multiple trauma victim, they attempted to access the injection sites on the 2n3371 with a threaded lock cannula in order to inject the contrast material. They stated they were unable to access the site. As a result they had to utilize another IV site. Because of the delay, the pt. Became more combative and they had to perform the CT without contrast. Pt. Is currently recovering as well as can be expected with the extent of his injuries.